Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved. Event date not specified; estimate used

Event description:
It was reported that the unit's touchscreen was unresponsive. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 21may2019, date of report : 24may2019. The device was evaluated by the manufacturer and the touchscreen was found to be out of specification (resistance ratio failed). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.